Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the erroneously depressed vancomycin (vanc) results were obtained on four patient samples on a dimension exl with lm integrated chemistry system. Siemens reviewed the instrument data, and the information provided by the customer. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges. However, quality control (qc) recovery immediately after the discordant patient samples run was low. Following this, the customer loaded a new vanc flex reagent and reran the qc, which recovered within the acceptable laboratory range. The customer ran survey samples and performed a precision study which recovered acceptably. Based on the available information, the cause of the event is unknown. The customer is operational. The system is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that erroneously depressed vancomycin (vanc) results were obtained on four patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated on same dimension exl with lm integrated chemistry system. The repeat results recovered higher and were considered correct. The repeat results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the depressed vanc results.